Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had high blood glucose. Blood glucose level at the time of the incident was more than 400 mg/dl. Customer was not on auto mode for more than 4 hours. Customer did not reported ketoacidosis and its symptoms. The customer alleged the device insufficiency led to serious event. The insulin pump will be not returned for analysis.